Manufacturer narrative:
Received: two used list# unknown plum sets. Two used ch3034. Two used ch-14. The filter at the vent plug juncture of each of the two used list# unknown primary plum sets were wetted out with prior infusate. The product was tested per product specification. There was a leak observed from the filter on each of the vent plug junctures with the cap open. The leak appeared to seep through the filter vent material from various locations. The reported complaint of air in line can be confirmed on the two used list# unknown primary plum sets. The probable cause is due to restricted flow due to the filter of the plum set being wetted out. Additional contact information: (B)(6).

Event description:
The event involved an unspecified plum set where the customer reported that during inspection, the plum sets (a total of two) were found to be wetted out and had leaking filters. This issue was initially found when list number: ch3034 lot number: 13595772 was ¿the issue initially reported under list number: ch3034 lot number: 13595772 was ¿there was distal air in line alarm, large bubbles seen¿. The event occurred during an infusion of an unknown chemo drug. There was patient involvement and no patient harm.